Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Device eval correction: device status changed from yes, returning to no, discarded.

Manufacturer narrative:
Exemption number e2019001permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. Unspecified xience stents were implanted at the lesion and post-dilated with a 5.0 x 20 mm nc trek balloon dilatation catheter (bdc). During removal of the nc trek bdc, the hypotube (near the guide wire exit notch) became separated in two pieces, still within the guiding catheter. Once outside of the anatomy, it was confirmed that the bdc separated. The procedure had completed successfully at that time. There was no resistance noted during advancement or withdrawal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.